Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information d9, h2, h3, h6 and h11: h11: the device was received for evaluation. During functional testing , a system error 345 was not reproduced. A review of the event history revealed ec345 (system error code 345). A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation performed thermistor testing and the device passed testing. The cause of the condition could not be determined. The ultrasonic sensor will be replaced as precaution. Should additional relevant information become available, a supplemental report will be submitted.